Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4) to report a power issue with his onetouch verio flex meter. The patient reported that the meter did not power on. The complaint was classified based customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) requested cca to review. The patient reported that the alleged product issue began on (B)(6) 2019, around 10 pm. The patient manages his diabetes with insulin. The patient denied making any change to his usual diabetes management routine in response to the alleged product issue. The patient reported that 1 hour after the alleged product issue began he developed symptoms of ¿sweaty and shaky¿. The patient denied that he received any treatment ¿because he injects himself in the morning the patient did not take further action and went to bed¿. At the time of troubleshooting, the cca verified there had been misuse of the subject meter- it had been ¿stepped on¿ which caused it to not power on. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began due to being unable to test on the subject meter.